Event description:
It was reported that pump experienced malfunction labeled as malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged replacement pump with updated software.